Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No, the patient was not oncological. What healthcare professional fired the device and what is his/her experience with the device? The device was triggered by dr. Pedro brum, coloproctologist. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No how may counter-clockwise revolutions of the adjusting knob were used to open the device? Two full turns and one half turn did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. They were inspected, but over time the surgeon does not remember with 100% certainty. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what is the current status of the patient? Already recovered well from the procedure. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? A combination of both factors. The endometriosis was very infiltrated in the rectum, there was already the possibility of performing an ostomy for preservation, with the failure of the device the ostomy was performed for greater precaution with the patient.

Manufacturer narrative:
(B)(4). Date set: 10/14/2024. Corrected data: d4: UDI#. Additional information was requested and the following was received: what surgical procedure was performed? Peritoneal endometriosis + videolaparoscopic abdominal rectosigmoidectomy how was the procedure completed? Using a similar product were there any issues experienced with the device in the initial surgical procedure? The product performed the stapling and partial cutting of the tissue, causing a fistula in the rectum, meaning that the anvil could not be removed what is meant by ¿warhead/egg could not be removed¿? It is not warhead but it is the anvil. What is the actual component ¿warhead/egg¿? It is not warhead but it is the anvil. Was the anvil left in the patient when the device was removed? Yes.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿warhead/egg could not be removed¿? What is the actual component ¿warhead/egg¿? Was the anvil left in the patient when the device was removed? What were the indications for surgery? What surgical procedure was performed? How was the procedure completed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a peritoneal endometriosis surgery with videolaparoscopic abdominal retosigmoidectomy, surgeon dr. Reported that device , it was not possible to perform the removal of the ogiva to make it possible for stapling, accomplished countless unsuccessful attempts. Situation that was confirmed after the material was removed from the cavity and examined by the commercial consulter. Thus, in order to ensure the safety of the patient, the continuity of the surgical act and the effectiveness of the use of the material, it was requested to change the defective device by one of the same characteristic, thus occurring.